Event description:
It was reported that during upgrade to a crt-d system, an over sensing of the ra lead was observed. The lead was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
External abrasion with exposed outer coil due to friction to can was noted at 5.3 cm to 5.5 cm from the connector pin. The reported over sensing could occur when the exposed metal of the outer coil comes in contact with the can.

Manufacturer narrative:
(B)(4).